Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was found on the blue screen. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier device encountered an error during biometric identification capture. A technical support specialist (tss) reported that the biometric identification sensor was generally functioning as expected, with only occasional errors observed, and advised performing a system reboot if the biometric identification feature became unresponsive and confirmed it was resolved. The system functioned as intended after the technical support specialist inspected the issue.